Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor could not push in the involved 8fr angio-seal device with the click sound. Without the click sound, the doctor could not deploy the collagen to patient and pull out the angio-seal. The blood was flow out and the doctor had to compress the femoral side to stop the bleeding. The patient was reported to be stable with no complication. The procedure was completed successfully. There was no patient injury, medical/surgical intervention required. Additional information was received on 16mar2020. The type of procedure that was being performed was an angiogram using a 7fr procedural sheath. There was no click sound while intending to deploy the collagen. There was a pre-deployment angiogram performed. The whole device pullout of the patient, the issue happened during insertion. Hemostasis was achieved by manual compression.